Event description:
New information noted the display anomaly was caused by unsupported software used to interrogate the insertable cardiac monitor (icm). The programmer was switched to a supported device and the issue was resolved.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an insertable cardiac monitor (icm) that exhibited a display anomaly. No changes or interventions were reported. The patient condition was unknown. No further information was reported on this event.